Manufacturer narrative:
Title subjective outcome after laparoscopic hiatal hernia repair for intrathoracic stomach source langenbecks arch surg (2017) 402:521¿530 date of publication: 9 november 2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the study, postoperative intra thoracic stomach hiatal hernia repair procedure, between january 2004 and january 2015, eighty-six patients underwent laparoscopic repair for intra thoracic stomach, twenty patients received parietex mesh while sixty one received suture-repair only. There were 4 recurrences: 3 in the first 12 days after surgery and 1 in 2.4 days. This was unclear whether recurrences were from the patients who received parietex mesh or suture-repair only. Complications reported were serosal injury, opening of the pleura, esophagus laceration and aorta perforation. Five patients were re-operated due to dysphagia (n=2), failure of the fundoplication (n=2), and late recurrent hernia (n=1). Good results in patient satisfaction and symptom reduction were achieved after a median follow-up of 2.7 years. The symptomatic recurrence rate was very low.